Event description:
It was reported that myopotential oversensing was observed on the device. Abbott technical support recommended reprogramming the device to resolve the event, however, no intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.